Event description:
Pt has swan-ganz catheter placed at 07:05 prior to surgery. Wedge pressure checked twice. Pt to or at 07:25. At 07:35 , smooth induction, then bright blood in oxygen mask, probably pulmonary artery perforation by swan-ganz cath. Pt to intensive care unit. Discharged to home 7/1/1998.